Event description:
Loss of integration. It was reported that the implants at tooth sites # unknown lost integration and were removed. Additional appointment required: to place a new implants.

Event description:
Loss of integration. It was reported that the implants at tooth sites # unknown lost integration and were removed. Additional appointment required: to place a new implants.